Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the external pulse generator(epg) had a pacing malfunction. It was also reported the patient had his/her own heartbeat and no patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event.

Event description:
It was reported the external pulse generator (epg) had a pacing malfunction. It was also reported the patient had his/her own heartbeat, and no patient complications were reported.